Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was closed without closing the cubie all the way and it was causing the drawer to not open completely. A technical support specialist accessed the cabinet remotely, reopened the drawer, and instructed the user to push the lid down with a flat object to allow full opening, which successfully resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user indicated that the drawer was closed without fully securing the cubie, which caused the drawer to not open completely. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.